Event description:
There was a small white plastic piece from the insert/jaws of shears that fell out during use, but not while the device was actively being used. The piece that fell out was immediately retrieved from the patient. This is the second time the device has been used. No harm to patient. ====================== manufacturer response for harmonic ace shears, harmonic (per site reporter) ====================== unknown-contacted by or personnel. Risk management will hold device and send back upon release letter being signed by company rep.